Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
After the completion of a kent bundle ablation procedure using a therapy cool path duo ablation catheter, a cardiac tamponade occurred. Approximately, two hours after the completion of the procedure, the pt complained of discomfort. An echocardiogram confirmed a cardiac tamponade and a pericardiocentesis was performed. The pt was stable and remained in the hospital for observation. The physician believes a steam pop occurred during the procedure as the pt described hearing a cracking sound while the therapy cool path duo ablation catheter was in use. The physician indicated there were no performance issues with any sjm device.